Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
After an implant period of approx. 62 months, a lead impedance out of range was reported (> 2500 ohms). Additionally the v-threshold had been gradually increasing. The lead was capped.